Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant procedure checkup, the right ventricular lead had dislodged exhibiting sensing anomaly and loss of capture. The lead was repositioned. No patient symptoms were reported.